Event description:
The manufacturer recieved an allegation of an error related to a pressure sensor mismatch on a trilogy evo device. The device was not reported to be in clinical use. The manufacturer's biomedical engineer recommended that the main flow sensor be replaced to address the issue. The customer assumed responsibility of repairing the unit.